Manufacturer narrative:
The device has not been received yet.

Manufacturer narrative:
This follow-up is being filed to correct the catalog number and the serial number and to report the results of the investigation. Upon disassembly for visual inspection corrosion and bearing damage was found.

Event description:
It was reported that the micro drill medium straight attachment heated up during a case. The patient's mouth was burned and antibiotic medicine was given. The doctor reported that the burn was healing without any future problems.

Event description:
It was reported that the micro drill medium straight attachment heated up during a case. The patient's mouth was burned and antibiotic medicine was given. The doctor reported that the burn was healing without any future problems.